Event description:
Event description guidant received information that following the procedure to implant this implantable cardiac resynchronization therapy defibrillator (crt-d), a chest x-ray revealed a large left pneumothorax. An interventional radiologist inserted a pigtail catheter, which corrected the injury. The patient was monitored in the hospital for two days, and was discharged in stable condition.